Event description:
On august 27th 1998 mauch rec'd a letter from an attorney stating representation of a pt who claims seven unit failures with three of those incidents resulting in falls and one fall ending up with a broken rib. No actual dates of injury were reported in the letter or by the facility. Unit was sold to the prosthetic facility in december of 1996 and then sent in for evaluation in january of 1997. The unit passed standard testing and returned to the facility. In september of 1997 the unit was sent in for evaluation and once again the unit checked out ok and the problem could not be reproduced. On november 11th 1997, co rec'd a letter from the prosthetist stating the patient wanted a new unit due to the continuous problems they were having and a fall that caused the pt to bruise their rib. On november 12th co sent the prosthetic facility a new hydraulic knee control. In november of 1997 co asked the facility to notify co if medical attention was ever sought by the pt. Facility could never verify if pt sought medical attention for any claimed falls.